Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. Pump communicated properly with test guardian link transmitter. Unit received with fading serial number label and broken belt clip rails and cracked retainer ring. Pcap locked into place properly. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.